Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 20-may-2016 quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essures reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical complaint investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain"), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding menorrhagia/abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal/abnormal bleeding vaginal"), autoimmune thyroiditis ("hashimoto's thyroiditis/hashimoto"s thyroiditis") and heart valve incompetence ("2 leaky valves") in an adult female patient who had essure (batch no. 836494, 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included hashimoto's thyroiditis, gastritis, herpes simplex type ii, cardiac catheterization, dysfunctional uterine bleeding, gardnerella vaginalis test positive, cramp in lower abdomen, vaginal itching, hot flashes, duodenitis, nickel sensitivity and dysuria. Concomitant products included norethisterone (mini-pill) for haemorrhage nos as well as aciclovir, bupropion hydrochloride (wellbutrin), fluconazole (diflucan), hydrocodone bitartrate;paracetamol (vicodin), levothyroxine sodium (synthroid), valaciclovir hydrochloride (valtrex) and varenicline tartrate (chantix). On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), allergy to metals ("nickel allergy/ allergic or hypersensitivityrashes from ") with rash, bladder disorder ("bladder problem/bladder problems or changes"), urinary tract disorder ("urinary problem"), the first episode of anaemia ("blood disorder/ blood or heart disorder/condition type:anemia."), cardiac disorder ("heart disorder"), tooth disorder ("dental problem"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastritis ("reflux disease/ gastrointestinal or digestive system condition type: gastritis"), duodenitis ("duodenitis/ gastrointestinal or digestive system condition type: duodenitis"), alopecia ("hair loss/ hair loss"), the first episode of loss of libido ("hormonal changes/ hormonal changes describe: no sex drive"), cystitis ("bladder infection/ bladder infection"), urinary tract infection ("urinary infection/ infection type: uti"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), hypoaesthesia ("hand numbness/ hand numbness"), depression ("depression"), vaginal discharge ("vaginal discharge"), myalgia ("myalgias"), tremor ("shaking"), infection ("infection other"), the second episode of loss of libido ("no sex drive"), vulvovaginal mycotic infection ("yeast infection"), bacterial vulvovaginitis ("bacterial vaginities"), heart valve incompetence (seriousness criterion medically significant), the second episode of anaemia ("anemia"), tendonitis ("neurological conditions or problems type: tendinitis"), vision blurred ("neurological conditions or problems type: blurred"), vitreous floaters ("neurological conditions or problems type: floaters"), night blindness ("neurological conditions or problems type: poor night vision"), gastrooesophageal reflux disease ("gerd"), diarrhoea ("diarrhea"), irritable bowel syndrome ("ibs/ibsd") and fibromyalgia ("fibromyalgia") and was found to have weight decreased ("weight loss") and cardiac murmur ("heart murmur"). The patient was treated with antibiotics, ibuprofen (motrin), paracetamol (tylenol regular) and surgery (ablation, heart catherization and salpingectomy (bilateral removal of fallopian tubes), (hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dysmenorrhoea, migraine and fibromyalgia had not resolved, the genital haemorrhage, menorrhagia, vaginal haemorrhage and dyspareunia had resolved and the autoimmune thyroiditis, allergy to metals, bladder disorder, urinary tract disorder, cardiac disorder, tooth disorder, fatigue, gastritis, duodenitis, cystitis, urinary tract infection, vaginal infection, headache, nausea, hypoaesthesia, depression, vaginal discharge, weight decreased, myalgia, tremor, infection, the last episode of loss of libido, vulvovaginal mycotic infection, bacterial vulvovaginitis, cardiac murmur, heart valve incompetence, the last episode of anaemia, tendonitis, vision blurred, vitreous floaters, night blindness, gastrooesophageal reflux disease, diarrhoea and irritable bowel syndrome outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune thyroiditis, bacterial vulvovaginitis, bladder disorder, cardiac disorder, cardiac murmur, cystitis, depression, diarrhoea, duodenitis, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastritis, gastrooesophageal reflux disease, genital haemorrhage, headache, heart valve incompetence, hypoaesthesia, infection, irritable bowel syndrome, menorrhagia, migraine, myalgia, nausea, night blindness, pelvic pain, tendonitis, tooth disorder, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vitreous floaters, vulvovaginal mycotic infection, weight decreased, the first episode of anaemia, the first episode of loss of libido, the second episode of anaemia and the second episode of loss of libido to be related to essure. The reporter commented: discrepancy noted as per pfs : date of removal of essure : (B)(6)2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Hysterosalpingogram - on(B)(6)2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, weight loss, depression, pelvic pain, vaginal bleeding, cystitis. Lot number: 796910 manufacture date: 2010-11 expiration date: 2013-11 lot number: 836494 manufacture date: 2011/02 expiration date: 2014/02 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain"), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding menorrhagia/abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal/abnormal bleeding vaginal"), autoimmune thyroiditis ("hashimoto's thyroiditis/hashimoto"s thyroiditis") and heart valve incompetence ("2 leaky valves") in an adult female patient who had essure (batch no. 836494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight. Concurrent conditions included hashimoto's thyroiditis, gastritis, herpes simplex type ii and cardiac catheterization. Concomitant products included norethisterone (mini-pill) for haemorrhage nos as well as aciclovir (zovirax), bupropion (wellbutrin), levothyroxine sodium (synthroid), valaciclovir hydrochloride (valtrex) and varenicline tartrate (chantix). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), allergy to metals ("nickel allergy/ allergic or hypersensitivityrashes from ") with rash, bladder disorder ("bladder problem/bladder problems or changes"), urinary tract disorder ("urinary problem"), the first episode of anaemia ("blood disorder/ blood or heart disorder/condition type:anemia."), cardiac disorder ("heart disorder"), tooth disorder ("dental problem"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrointestinal disorder ("reflux disease/ gastrointestinal or digestive system condition type: gastritis"), duodenitis ("duodenitis/ gastrointestinal or digestive system condition type: duodenitis"), alopecia ("hair loss/ hair loss"), hormone level abnormal ("hormonal changes/ hormonal changes describe: no sex drive"), cystitis ("bladder infection/ bladder infection"), urinary tract infection ("urinary infection/ infection type: uti"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), hypoaesthesia ("hand numbness/ hand numbness"), depression ("depression"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss"), myalgia ("myalgias"), tremor ("shaking"), infection ("infection other"), loss of libido ("no sex drive"), fungal infection ("yeast infection"), bacterial vulvovaginitis ("bacterial vaginities"), cardiac murmur ("heart murmur"), heart valve incompetence (seriousness criterion medically significant), the second episode of anaemia ("anemia"), tendonitis ("neurological conditions or problems type: tendinitis"), vision blurred ("neurological conditions or problems type: blurred"), vitreous floaters ("neurological conditions or problems type: floaters"), night blindness ("neurological conditions or problems type: poor night vision"), gastrooesophageal reflux disease ("gerd"), diarrhoea ("diarrhea"), irritable bowel syndrome ("ibs/ibsd") and fibromyalgia ("fibromyalgia"). The patient was treated with ibuprofen (motrin), paracetamol (tylenol regular), antibiotics, surgery (salpingectomy (bilateral removal of fallopian tubes), (hysterectomy with bilateral salpingectomy)), surgery (ablation), surgery (ablation), surgery (ablation) and surgery (heart catherization). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, migraine and fibromyalgia had not resolved, the genital haemorrhage, menorrhagia, vaginal haemorrhage and dyspareunia had resolved and the autoimmune thyroiditis, allergy to metals, bladder disorder, urinary tract disorder, cardiac disorder, tooth disorder, fatigue, gastrointestinal disorder, duodenitis, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, headache, nausea, hypoaesthesia, depression, vaginal discharge, weight decreased, myalgia, tremor, infection, loss of libido, fungal infection, bacterial vulvovaginitis, cardiac murmur, heart valve incompetence, the last episode of anaemia, tendonitis, vision blurred, vitreous floaters, night blindness, gastrooesophageal reflux disease, diarrhoea and irritable bowel syndrome outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune thyroiditis, bacterial vulvovaginitis, bladder disorder, cardiac disorder, cardiac murmur, cystitis, depression, diarrhoea, duodenitis, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, fungal infection, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, heart valve incompetence, hormone level abnormal, hypoaesthesia, infection, irritable bowel syndrome, loss of libido, menorrhagia, migraine, myalgia, nausea, night blindness, pelvic pain, tendonitis, tooth disorder, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vitreous floaters, weight decreased, the first episode of anaemia and the second episode of anaemia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality. Most recent follow-up information incorporated above includes: on 22-may-2018: plaintiff fact sheet received. Reporter information, essure lot number added. Events: loss of libido, fungal infection, bacterial vulvovaginitis, cardiac murmur, heart valve incompetence, anemia, tendonitis, blurred vision, vitreousfloaters, night blindness, gastrooeseophageal reflux diseases, diarrhea, ibs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and autoimmune thyroiditis ("hashimoto's thyroiditis") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight. Concurrent conditions included hashimoto's thyroiditis, gastritis, herpes simplex type ii and cardiac catheterization. Concomitant products included norethisterone (mini-pill) for bleeding as well as aciclovir (zovirax), bupropion (wellbutrin), ibuprofen (motrin), levothyroxine sodium (synthroid), valaciclovir hydrochloride (valtrex) and varenicline tartrate (chantix). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), allergy to metals ("nickel allergy/ allergic or hypersensitivity"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), tooth disorder ("dental problem"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrointestinal disorder ("reflux disease"), duodenitis ("duodenitis"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), hypoaesthesia ("hand numbness"), depression ("depression"), rash ("rash"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss"), myalgia ("myalgias"), tremor ("shaking") and infection ("infection other"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), (hysterectomy with bilateral salpingectomy)), surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune thyroiditis, allergy to metals, bladder disorder, urinary tract disorder, blood disorder, cardiac disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, duodenitis, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, hypoaesthesia, depression, rash, vaginal discharge, weight decreased, myalgia, tremor and infection outcome was unknown and the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved. The reporter considered allergy to metals, alopecia, autoimmune thyroiditis, bladder disorder, blood disorder, cardiac disorder, cystitis, depression, duodenitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypoaesthesia, infection, menorrhagia, migraine, myalgia, nausea, pelvic pain, rash, tooth disorder, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received events added: abnormal bleeding (general), abnormal bleeding menorrhagia, abnormal bleeding vaginal, allergic or hypersensitivity, hashimoto's thyroiditis, bladder problem, urinary problem, heart disorder, blood disorder, dental problem, dyspareunia (painful sexual intercourse), fatigue, reflux disease, duodenitis, hair loss, hormonal changes, bladder infection, urinary infection, vaginal infection, migraines, headaches, nausea, hand numbness, nickel allergy, pain, depression, rash, vaginal discharge, weight loss, myalgias, shaking. Device removal and device removal was deleted. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain"), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding menorrhagia/abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal/abnormal bleeding vaginal"), autoimmune thyroiditis ("hashimoto's thyroiditis/hashimoto"s thyroiditis") and heart valve incompetence ("2 leaky valves") in an adult female patient who had essure (batch no. 836494, 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight. Concurrent conditions included hashimoto's thyroiditis, gastritis, herpes simplex type ii, cardiac catheterization, dysfunctional uterine bleeding, gardnerella vaginalis test positive, abdominal pain lower, vaginal itching, hot flashes, duodenitis, nickel sensitivity and dysuria. Concomitant products included norethisterone (mini-pill) for haemorrhage nos as well as aciclovir (zovirax), bupropion (wellbutrin), fluconazole (diflucan), levothyroxine sodium (synthroid), valaciclovir hydrochloride (valtrex), varenicline tartrate (chantix) and vicodin. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), allergy to metals ("nickel allergy/ allergic or hyper sensitivity rashes from ") with rash, bladder disorder ("bladder problem/bladder problems or changes"), urinary tract disorder ("urinary problem"), the first episode of anaemia ("blood disorder/ blood or heart disorder/condition type:anemia."), cardiac disorder ("heart disorder"), tooth disorder ("dental problem"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastritis ("reflux disease/ gastrointestinal or digestive system condition type: gastritis"), duodenitis ("duodenitis/ gastrointestinal or digestive system condition type: duodenitis"), alopecia ("hair loss/ hair loss"), the first episode of loss of libido ("hormonal changes/ hormonal changes describe: no sex drive"), cystitis ("bladder infection/ bladder infection"), urinary tract infection ("urinary infection/ infection type: uti"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), hypoaesthesia ("hand numbness/ hand numbness"), depression ("depression"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss"), myalgia ("myalgias"), tremor ("shaking"), infection ("infection other"), the second episode of loss of libido ("no sex drive"), fungal infection ("yeast infection"), bacterial vulvovaginitis ("bacterial "vaginitis""), cardiac murmur ("heart murmur"), heart valve incompetence (seriousness criterion medically significant), the second episode of anaemia ("anemia"), tendonitis ("neurological conditions or problems type: tendinitis"), vision blurred ("neurological conditions or problems type: blurred"), vitreous floaters ("neurological conditions or problems type: floaters"), night blindness ("neurological conditions or problems type: poor night vision"), gastrooesophageal reflux disease ("gerd"), diarrhoea ("diarrhea"), irritable bowel syndrome ("ibs/ibsd") and fibromyalgia ("fibromyalgia"). The patient was treated with ibuprofen (motrin), paracetamol (tylenol regular), antibiotics, surgery (salpingectomy (bilateral removal of fallopian tubes), (hysterectomy with bilateral salpingectomy)), surgery (ablation), surgery (ablation), surgery (ablation) and surgery (heart catherization). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, migraine and fibromyalgia had not resolved, the genital haemorrhage, menorrhagia, vaginal haemorrhage and dyspareunia had resolved and the autoimmune thyroiditis, allergy to metals, bladder disorder, urinary tract disorder, cardiac disorder, tooth disorder, fatigue, gastritis, duodenitis, cystitis, urinary tract infection, vaginal infection, headache, nausea, hypoaesthesia, depression, vaginal discharge, weight decreased, myalgia, tremor, infection, the last episode of loss of libido, fungal infection, bacterial vulvovaginitis, cardiac murmur, heart valve incompetence, the last episode of anaemia, tendonitis, vision blurred, vitreous floaters, night blindness, gastrooesophageal reflux disease, diarrhoea and irritable bowel syndrome outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune thyroiditis, bacterial vulvovaginitis, bladder disorder, cardiac disorder, cardiac murmur, cystitis, depression, diarrhoea, duodenitis, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, fungal infection, gastritis, gastrooesophageal reflux disease, genital haemorrhage, headache, heart valve incompetence, hypoaesthesia, infection, irritable bowel syndrome, menorrhagia, migraine, myalgia, nausea, night blindness, pelvic pain, tendonitis, tooth disorder, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vitreous floaters, weight decreased, the first episode of anaemia, the first episode of loss of libido, the second episode of anaemia and the second episode of loss of libido to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, weight loss, depression, pelvic pain, vaginal bleeding, cystitis. Most recent follow-up information incorporated above includes: on 30-may-2018: medical records received. Patient's medical history was added. New lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.